Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the caster on the navigation system was damaged. The reported issue was found to be that a brake was missing from the caster. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lock was found to be missing on the caster wheel. The caster wheel was replaced, the system then passed the system checkout and was found to be fully functional. No parts were returned for analysis.